Event description:
Customer's mother reported no delivery alarms when the reservoir was filled to less than 2 ml. She stated that the issue was a past event and that she was unable to troubleshoot for the issue. She reported that the reservoir icon showed that it was empty when there was less than 2 ml. She stated that the issue was resolved by filling the reservoir a little more. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.